Event description:
It was reported that a re-operation procedure occurred to correct a dislodged right atrial lead. When the lead was attempted to be repositioned the helix would not retract. A new lead was used to complete this procedure. No further adverse effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection showed no signs of damage or defect with the lead tip and helix which would lead to dislodgement. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that on (B)(6) 2019 a re-operation procedure occurred to correct a dislodged right atrial lead. When the lead was attempted to be repositioned the helix would not retract. A new lead was used to complete this procedure. This lead is expected for return and analysis.